Manufacturer narrative:
These trocar instruments were returned to rti surgical for evaluation. A review of the DHR was done and these instruments were manufactured to specifications. There was no patient injury reported. This is report #2 of 2. Report #1 can be found on MDR 1833824-2018-00021.

Event description:
It was reported to rti surgical that a surgeon broke the handles off of two trocar instruments during a surgery. Because the patient had hard bone the surgeon had to drill to access the bone.there was a 60-minute delay of surgery with no patient effect.